Manufacturer narrative:
The customer complaint of a user advisory (ua) 2 (compression tracking error) was confirmed during archive data review of the returned autopulse platform (sn: (B)(4)); however, was not duplicated during evaluation. Ua 2 typically occurs when the load sensors do not see the expected increase in load because the patient was misaligned or have moved from the original position or the lifeband is opened. A load cell characterization test confirmed both load cell modules are functioning within the specification. Upon powering on the device, a ua 16 (timeout moving to take-up position) error message was displayed. The ua 16 message is unrelated to the reported complaint. A ua 16 message typically occurs when the autopulse did not achieve the target depth for take-up within the specified time. Further investigation revealed the brake gap was out of specification. After the brake gap was adjusted, the device passed functional testing with no faults found. Review of the archive data also confirmed that a ua 2 and ua 16 occurred on the reported event date ((B)(6) 2018). Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During a shift check, the autopulse platform (sn: (B)(4)) displayed a user advisory 2 (compression tracking error) message. There was no patient involvement.